Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care representative (ccr) documentation. The patient reported on (B)(6) 2014 at an unknown time the patient obtained an inaccurate high result of ¿33.3 mmol/l¿ with the subject meter twice, as the patient felt high, she walked to the hospital (25 minutes). The patient manages her diabetes with insulin (no-adjustments). The patient confirmed that she took her normal dose of medication (humalog ¿ 15 units) in response to the product issue on (B)(6) 2014 approximately 2 hours before her treatment at 7.15pm. The patient claims she developed symptoms of ¿felt bg was high¿. The patient alleged her blood glucose was tested by the hospital, with a result of 30.2 mmol/l (unknown meter). The patient was allegedly given 20 units of insulin (humalog) on (B)(6) 2014 at 7.15pm. At an unspecified time later that evening the patient alleged another meter to meter comparison was conducted with results of ¿33.3 mmol/l¿ with the subject meter and ¿25 mmol/l¿ with another meter (unknown), performed within 30 minutes. At the time of trouble shooting, the ccr confirmed the subject meter was set to the correct unit of measure; the correct sample site was used. The ccr was unable to confirm that the test strips were not open past their discard or expiry dates as the patient did not have the test strips. Replacement products were sent to the patient. Based on the information provided, the patient developed no signs/symptoms suggestive of severe hypoglycemia or hyperglycemia and there is no indication that the subject meter caused and/or contributed to serious injury. The treatment which was administered by a healthcare professional correlated with the meter readings which the patient felt were higher than normal. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (03/30/2015).the patient¿s meter has been returned on 3/4/2015 and evaluated by lifescan product analysis on 3/18/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.